Event description:
Pt suffered from headaches before placement of the bone anchored implant and after surgery the pt reported that the headaches became worse. When the pt came to see the surgeon, it was discovered that he had removed the implant and the abutment with pliers by rocking it back and forth. The surgeon treated the area with topical antibiotic, no bleeding was observed and the wound site was clean.